Event description:
It was reported that patient experienced pain or discomfort. The wearable was inserted into the arm on (B)(6) 2024. After insertion, the patient experienced pain and called his doctor the same day regarding the issue. The doctor advised the patient to insert the wearable into the abdomen moving forward. The patient went to the hospital the same day to see where the pain was coming from. He was assisted by a nurse and was advised that he could be having a heart attack. His heart was checked and he was doing well. The patient was reportedly treated with unspecified medication. At the time of the report, the patient as in stable condition. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).